Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 16, 2019. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added expiration date). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H4 (device manufacture date). H6 (identification of evaluation codes 10,3331, 213, 67). Method code #1: 10 - testing of actual/suspected device. Method code #2: 3331 - analysis of production records. Results code: 213 - no device problem found. Conclusions code: 67 - no problem detected. The returned sample was visually inspected and was not found to have any anomaly such as break that could lead to the poor gas transfer. After having been rinsed and dried, the actual sample was tested for gas performance in accordance with the factory's shipping inspection protocol. Bovine blood arranged and circulated in the oxygenator module. No anomalies were revealed in the gas transfer performance of the actual sample, with the obtained values meeting the factory specifications. Blood gas data was provided by the user facility and revealed that only the pao2 is with normal range while the paco2 was difficult to lower. Review of device history record and product release decision control sheet of the involved product/lot# combination confirmed that there was no production-related anomaly or of nonconforming inspection results. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, there was an oxygenator issue. Heparin given and act verified to be 534 second and bypass was initiated at 16:00 and patient cooled to 28°c fio2 80% sweep 4lpm. The patient was cooled to 26°c. At 17:20 the oxygenator was changed out. 50 meq of sodium bicarbonate given. Total time off bypass was just under 4 minutes. Immediately started to warm the patient. At 17:27 aortic cross clamp was removed. The surgeon was made aware of abg with new oxygenator. Anesthesia started to ventilate the patient. They've continued to warm the patient, at 18:05 patient was weaned from bypass. Post-operative abg was within normal limits. There were no leaks evident anywhere in the system. The oxygenator change did not resolve the co2 problem. No known impact or consequence to patient. There was a delay of approximately 4 minutes. The product was changed out. The surgery was completed successfully.